Manufacturer narrative:
D4. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that an alert for high capture threshold or suspended automatic threshold was observed on the right atrial (ra) lead. It was also noted a possible atrial undersensing and an episode of rapid ventricular rhythm, which may have resulted in inappropriate device therapy or reflected a true ventricular tachycardia (vt) event. No adverse patient effects were reported. Th ra lead remains implanted.